Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh and a boston scientific obtryx were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure a mesh was implanted concurrently with hysterectomy and bso; due to pop, sui and chronic pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.